Event description:
It was reported that the capacitor charge time was long at 16 seconds and the battery was about 95% depleted. The auto capacitor formation interval was reprogrammed to 1 month and a manual charge for capacitor formation was performed. The device was later explanted and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Event description:
It was reported that the capacitor charge time was long at 16 seconds and the battery was about 95% depleted. The auto capacitor formation interval was repgrogrammed to 1 month and a manual charge for capacitor formation was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.